Event description:
While reloading the cart (with inventory), the nurse noticed that the product was crimped in two places on the catheter. There was no damage found to the outer packaging. An injection gold probe bipolar catheter was not used during hemostasis procedure.

Manufacturer narrative:
The suspect device has not been returned to the mfg facility for the eval.